Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the button of a 5f exoseal vascular closure device (vcd) could not depressed. There was no reported patient injury. Manual compression was used and hemostasis was achieved. Backflow had stopped, and the user checked the indicator and tried to press the button, but I could not press it. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until the indicator window changed to a solid black color, and no red color was observed during retraction. Pulsatile flow was observed from the bleed-back indicator. When depression of the button was attempted, the button would not depress at all, despite the indicator window showing solid black at that time. The device was not attempted to be deployed outside of the patient. The operator was trained in the device, and the exoseal vcd was used during an interventional procedure. The device was stored and prepared according to the instructions for use. No visible signs of device or package damage were noted prior to use. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including confirmation of the appropriate sheath insertion angle of 30¿45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was in the locked position. The plug was observed in its manufactured position, and the indicator wire was fully deployed, with no abnormal conditions noted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted in the received unit. The indicator window was observed in the black/white position. No additional anomalies were identified during this visual analysis. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window; subsequently, the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were observed during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the button of a 5f exoseal vascular closure device (vcd) could not depressed. There was no reported patient injury. Manual compression was used and hemostasis was achieved. Backflow had stopped, and the user checked the indicator and tried to press the button, but I could not press it. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until the indicator window changed to a solid black color, and no red color was observed during retraction. Pulsatile flow was observed from the bleed-back indicator. When depression of the button was attempted, the button would not depress at all, despite the indicator window showing solid black at that time. The device was not attempted to be deployed outside of the patient. The operator was trained in the device, and the exoseal vcd was used during an interventional procedure. The device was stored and prepared according to the instructions for use. No visible signs of device or package damage were noted prior to use. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including confirmation of the appropriate sheath insertion angle of 30¿45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 5f exoseal vascular closure device (vcd) could not prepressed. There was no reported patient injury. Manual compression was used and hemostasis was achieved. The device will be returned for analysis. Backflow had stopped, and the user checked the indicator and tried to press the button, but I could not press it.